Manufacturer narrative:
Continuation of d10: ddpb3d1 ICD, implanted: (B)(6) 2021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the right ventricular (rv) lead was fractured, had high thresholds, loss of pacing capture, high impedance and two instances of inappropriate shock. Reprogramming occurred and a the pace/sense portion of the lead was turned off and replaced. The shock coils of the lead remain in use. No further patient complications have been reported as a result of this event. It was further reported that the defibrillation rv lead exhibited varying pacing, defibrillation, superior vena cava (svc) impedance, and high out of range defibrillation and svc impedance. The pace/sense rv lead exhibited high thresholds. Both leads remain in use.